Manufacturer narrative:
Date sent to the FDA: 11/02/2007; conclusion- the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on an unk date. During the procedure, the motor drive unit bogged down during use. The lights flashed and the motor drive restarted. Several different disposables handpieces were used. No other case info available. No adverse patient consequences were reported.